Manufacturer narrative:
The malfunction was duplicated; however, after the device was disassembled, the malfunction could no longer be duplicated. The battery interconnect board was replaced as a precaution.

Event description:
During training by a zoll medical sales rep, the device displayed a "discharge fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.